Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a right atrial (ra) auto threshold test above programmed amplitude or suspended on three occasions, and a right ventricular (rv) auto threshold test above programmed amplitude or suspended as well. Technical services (ts) was consulted and recommended reprogramming options to prevent these alerts. The ra lead was turned off. This ICD system remains in service. The patient will continue to be monitored. No adverse patient effects were reported.